Event description:
Caller states that the patient tested 3.4 inr on the device while a comparison lab returned as 5.3 inr. No action was reportedly taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device, however, caller advised the strip lot is unavailable for return.